Event description:
Instrument failure - the patient calcar fractured while broaching with the taperfill hip system. The starter broach was not utilized to start broaching, the surgeon started with a size 5. While broaching with a size 6, the calcar fractured. The surgeon used the stryker cables grip system and placed the cables to support the fractured area. The surgeon originally felt this happened because he did not use the starter broach.